Event description:
It was reported to philips that the system was unable to boot, stalling at 00:00. The device was in clinical use at the time of reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system on site and confirmed that system was unable to boot, stalling at 00:00. Review of the system log file confirmed the failure in sib box unit. Upon troubleshooting, fse found that the message no connection to host appeared, the power was taking an extended period to shut down, and subsequently, the device failed to power on. To resolve the issue, fse replaced the sib (system interface box). The defective sib box was returned to philips for analysis. The cause of the failure could not be conclusively determined by the supplier's part analysis. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.